Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not fully secure on vessel. Not providing full closure and would slip off. Case completed with another device. There were no patient consequences reported.